Manufacturer narrative:
Film evaluation summary review of pre-implant CT¿s revealed that the patient had a 53mm (transverse) x 50mm (a-p) infrarenal saccular aaa. The proximal neck was long and straight, and was extensively calcified and contained significant thrombus. The neck diameter at the level of the sma measured ~23mm, and several mm¿s below the renals was 22mm. Along the 50mm neck length, the neck diameter ranged from ~21 ¿ 23mm (18 ¿ 23mm flow lumen). The distal aortic diameter measured~16 x 24mm and was calcified, and the iliac arteries were minimally tortuous and slightly calcified; especially on the left. Review of non-contrast CT¿s 1-year post-implant revealed that an endurant stent graft system had been implanted in the patient. The bifurcate was positioned just below the renals. The proximal od measured ~23mm (a-p), and 5cm lower near the bottom of the neck narrowed down to ~20mm. The bifurcate ipsi limb on the left side was positioned down into the distal portion of the left common iliac artery. The contra limb on the right side was implanted proximally into the gate, aligned with the flow divider, and was distally positioned down into the distal portion of the right common iliac artery. Multiple stents were seen having been placed into each limb; proximally positioned ~10mm above the flow divider. The left/ipsi stent extended distally to 2cm below the gate, and a second stent was placed extending distally ~4cm into the left external iliac. On the right/contra side, the stents extended distally into the right common iliac. Within the distal portion of the neck (near the flow divider) which was extensively calcified, the limbs/stents were seen compressed; the left limbs were compressed down to ~6mm od, and the right limbs down to ~8mm minimum od. The max diameter aaa measured 58mm x 55mm. As the films were non-contrast, stent graft patency and any possible endoleak could not be assessed. Review of non-contrast CT¿s 2-years post-implant revealed that the bifurcate was positioned just below the renals. The proximal od measured ~23mm (a-p), and 5cm lower near the bottom of the neck narrowed down to ~21mm. Within the distal portion of the neck, the limbs/stents were again seen compressed; the left limbs were compressed down to ~6mm od, and the right limbs down to ~9mm minimum od. The max diameter aaa measured 60mm x 55mm. As the films were non-contrast, stent graft patency and any possible endoleak could not be assessed. Review of contrast CT¿s 5+ years post-implant revealed that the bifurcate was positioned just below the renals. The proximal od measured ~23mm, and 5cm lower near the bottom of the neck narrowed down to ~22mm. Within the distal portion of the neck the limbs/stents were again seen slightly compressed; the left limbs were compressed down to ~8mm od, and the right limbs down to ~9mm minimum od. The stent graft was patent. The max diameter aaa measured 68mm x 64mm. The small amount of contrast used during the CT did not produce any appreciable endoleak. Review of angio images during an intervention showed the endurant stent graft system. Other manufacture¿s stents were again seen within both limbs; beginning ~10mm above the bifurcate flow divider. Of note, one of the 4 luminex stent proximal markers from the left limb appeared to be splayed across the bifurcate and aligned with the right side of the aortic body. The other 3 markers appeared in normal alignment just above the ipsi limb. No other issues were seen with the endurant stent graft or any of the other stents. Other than a retrograde injection from the left common iliac artery, no contrast injection inside the stent graft was seen in the films provided, and no stent graft related endoleak or limb patency could be assessed. Review of non-contrast CT¿s 6- ½ years post-implant revealed that the bifurcate was positioned just below the renals. The proximal od measured ~23mm, and 5cm lower near the bottom of the neck measured ~23mm. Within the distal portion of the neck which was extensively calcified, the left limbs were slightly compressed down to ~9mm od. The max diameter aaa measured 74mm x 70mm. As the films were non-contrast, stent graft patency and any possible endoleak could not be assessed. Device evaluation summary the devices were explanted during surgical conversion due to continued aaa expansion without any visible endoleak. The patient was originally treated for a 55 mm max diameter infrarenal aaa. After implant, a minor type ii endoleak from the left lumbar was observed, and the left limb was thrombosed which required implant of another manufacturers stent into the proximal portion of the left (ipsilateral) limb. At a 7- month follow-up, the right (contra) limb was also reported as thrombosed, and a thrombectomy followed by placement of two other manufacturer¿s stents into the right limb was performed. During serial follow-up¿s the aaa diameter increased from 55 mm to 68 mm with no visible endoleak, and the decision was made to convert the patient during open repair. During the partial explantation of the endurant stent graft the physician observed a type iii fabric endoleak (hole). The patient was successfully converted. A 60 mm (3 stent length) section of the bifurcate flow divider region was returned. The bifurcate was transected proximally between rings 3 ¿ 4, and distally just below the flow divider at ring 6. The proximal aortic body including the suprarenal stents were not returned, and the transected ipsi limb as well as the entire contra limb were also not returned; thereby limiting the extent of the analysis. Two likely abrasion related tears, 1.1 mm and 0.4 mm in length, were observed near the proximal apex of stent ring #5 on the lateral-right (contra) side of the bifurcate, and were located 5 ¿ 6 mm above the level of the flow divider. In addition, a 1.25 mm diameter tear was seen just below the apex of the transition stent (#5), on the anterior-lateral left (ipsilateral) side of the bifurcate near the same level as the bifurcate flow divider marker band. This hole was located next to a physician placed suture which likely was sewn for analysis identification purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: enlw1616c124e. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. It was reported that one year post implant a CT revealed that there were no endoleaks present. Five years post index procedure the ultrasound revealed that the aneurysm sac was 6 cm in diameter with no endoleak present. Two months later the CT demonstrated that the aneurysm is 6.8 cm in diameter with no visible endoleak present. Seven years post index procedure the physician elected to convert the patient to a conventional graft with open repair. The physician elected to partially explant the endurant bifurcated stent graft with the apexes of the endurant stent graft remaining in the patient. During the explant of the endurant stent graft the physician observed a type iii fabric endoleak, fabric. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.